Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. Deemed as non-adverse/not reportable. This complaint is not reportable to the FDA per corpft-140202. MDR has been voided.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient started to feel hypoglycemic. At that time, they did not check their cgm reading. While he was about to drink orange juice, the patient lost consciousness. He fell down but he did not sustain any physical injuries. He was not aware of his surroundings and when his wife arrived home it was at about 6:30 pm. She did no fingerstick, but when she checked the patient's mobile app a replace sensor message was being displayed. She administered nasal glucagon (baqsimi) to the patient and then called for an ambulance. When the ambulance arrived, they did a fingerstick however the patient could not recall what was the blood glucose reading. The wife gave the patient a peanut butter sandwich and some juice. When another fingerstick was taken the blood glucose reading was 170 mg/dl. The paramedics stayed for about 1-2 hours and suggested that he would go to the hospital. The patient inserted a new sensor and the patient´s wife drove the patient to the hospital where they arrived at about 8:30 pm. At the hospital, a fingerstick was taken and the cgm reading was 148 mg/dl, and the blood glucose reading was 171 mg/dl. The patient was given intravenous fluids. Another fingerstick was taken and the cgm reading was 199 mg/dl, and the blood glucose reading was 188 mg/dl. The patient stayed at the hospital for about 3 hours and left by about 11:15 pm. At the time of the report, the patient said that he felt tired, but it was understood they had recovered from the hypoglycemic event. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be very low count aberration. No additional event or patient information is available.